Manufacturer narrative:
This is a follow up report with updated information regarding testing conducted on sister devices from the same lot. A comprehensive investigation was conducted on discovery. All records purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. Sister devices from the exact manufacturing lot involved in the issue were extensively tested for sterility and biocompatibility. All results were within specifications. We are unable to confirm the complaint at this time.

Event description:
Physician topically applied acell micromatrix mixed with 20cc patient rich plasma to the patient's scalp. The patient reported he developed intense itching and swelling at the site for 4-5 days, and was treated with benadryl. Subsequently the physician conducted an informal skin test on the patient's forearm where 0.2cc micromatrix was mixed with saline and applied, this site developed a 4x2 inch area of swelling and itching. The patient denied previous history of porcine allergy. Patient observed to have hairloss in the area of itching and swelling.

Event description:
Physician topically applied acell micromatrix mixed with 20cc platelet rich plasma to the pt's scalp. The pt reported he developed intense itching and swelling at the site for 4-5 days, and was treated with benadryl. Subsequently the physician conducted an informal skin test on the pt's forearm where 0.2cc micromatrix was mixed with saline and applied. This site developed a 4x2 inch area of swelling and itching. The pt denied previous history of porcine allergy. Pt observed to have hair loss in the area of the itching and swelling.

Manufacturer narrative:
A comprehensive investigation was immediately initiated by acell on discovery. No substantial deviation was identified and all records purport the product was mfg and distributed sterile in compliance with FDA, state, local, and mfg operating procedures. The investigation is ongoing pending results of product testing.